Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-05. H.6. Investigation summary two used samples were received for evaluation by our quality engineer. Through visual inspection of the sample, there was no evidence a leak occurred. Leakage testing was performed on the samples, no leakage was observed and products met required specification. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak. The stopper was properly assembled to the plunger in both samples that were evaluated. A device history review was performed for the reported lot 2002211, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe 50ml ll leaked past the stopper. The following information was provided by the initial reporter: "I would like to make a complaint about the bd plastipak 50 ml syringe. Liquid leaks through the rubber stopper when using syringe. Our pharmacy assistants indicate that they have had this going on more often in recent weeks. We use these syringes when preparing cytostatics for administration so I prefer not to take any risks with this. In the attachment I have added a photo with lot number of the syringe. I kept the syringe itself, in which only nacl 0.9% has been drawn up. If you would like to receive it, please let me know."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll leaked past the stopper. The following information was provided by the initial reporter: "I would like to make a complaint about the bd plastipak 50 ml syringe. Liquid leaks through the rubber stopper when using syringe. Our pharmacy assistants indicate that they have had this going on more often in recent weeks. We use these syringes when preparing cytostatics for administration so I prefer not to take any risks with this. In the attachment I have added a photo with lot number of the syringe. I kept the syringe itself, in which only nacl 0.9% has been drawn up. If you would like to receive it, please let me know."